Event description:
Reportedly, as the instrument was fired over the tissue, the knife blade jammed, only a portion of staples from the sulu were applied to the tissue, and the instrument's jaws would not open to release the tissue. As a result, a laparotomy was performed to remove the instrument and complete the case. Procedure: pediatric procedure. Patient status: no patient injury reported.